Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted if the meter is returned.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor within 10 minutes. Results of 277 mg/dl, 50 mg/dl, and 171 mg/dl were plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.